Event description:
It was reported the patient experienced a shocking sensation and the stimulation turned off. Since then the external devices are unable to communicate with the ipg. The programmer displays a communication error. An sjm representative confirmed the ipg is operable. Surgical intervention is planned to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.